Event description:
Analysis of the returned generator was completed. No abnormal performance or any other type of adverse condition was found. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The depleted battery condition may have been a contributing factor to the reported increase in seizures. The device performed according to functional specifications.

Event description:
Initially, it was reported that the patient was scheduled for generator replacement due to end of service. It was later reported that the patient had been hospitalized since the generator "battery ran". It was reported that the patient's medications were increased to stabilize the seizures prior to generator replacement. It was reported that the patient was hospitalized on (B)(6) 2014 due to a severe increase in seizures. It was reported that on (B)(6) 2014 the physician advised the parents that the generator needed to be replaced. The patient underwent generator replacement. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.